Event description:
It was reported that this insertable cardiac monitor (icm) has no sensing or only noise. Boston scientific technical services (ts) recommended bring in the patient and looking at device position. During follow-up, the physician could not locate the device in the body, and suspects it fell out. The patient was unenrolled. No additional adverse patient effects were reported.